Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v229034, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that patient¿s interstim was in the buttocks and the tail end was where the battery was. She had been noticing like it was pulsing like it never did before. The patient was stating lots of information and then stated she did not know how to explain but it just did not feel right. It was reported it pulsed 45 seconds then shuts off and then turns on. It was also mentioned that patient was urinating a lot since 4 days prior to call and went to doctor with urine sample and she had a urinary tract infection (uti). They cultured it. The patient was on tovias daily to calm her bladder and was antibiotic every day to prevent uti¿s. The patient was diagnosed with uti a day prior to the call. It was indicated patient had history of overactive bladder and extra sensitive bladder. The patient¿s next appointment with health care provider was scheduled on (B)(6) 2014. It was verified that device was still working and patient was on program 4, she turned it down and was feeling better. It was indicated patient shut off the device a day prior to the call. A follow-up report will be sent if additional information becomes available.